Event description:
Caller states that her normal blood sugar range is 106 - 114 mg/dl before breakfast. At approximately 5 am, she felt shaky and her legs were weak. She called her daughter, who came to the customer's house and brought orange juice. The customer's blood sugar read 144 mg/dl on her meter and the customer self-treated with three prunes she had within her reach. However, she states that was not enough to treat her condition and her daughter obtained a glass of orange juice and brought it to her and she consumed it. The customer states that if her daughter had not been there, due to her disease state, she would not have been able to obtain and consume the orange juice on her own. She rechecked her blood sugar at approximately 5:30 am, and the result was 199 mg/dl. She was still feeling cold, shaky, and tired and went back to bed and slept in. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.